Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs systems. It was reported the pt had a recent fall. As a result, she experienced ineffective stimulation. X-rays were taken and revealed lead migration. Reprogramming was unable to resolve the issue. F/u info revealed the pt will undergo surgical intervention at a later date as the next course of action.